Event description:
A us distributor contacted zoll to report that a patient's monitor fell, hit their shin and caused a bruise. The patient's physician x-rayed the area to ensure there was no break. Follow up indicated that the bruise improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.